Event description:
The complaint was reported as: the pt was using the nebulizer for treatment and realised the medication was leaking from the reservoir. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The lot number was not provided; therefore, it is not possible to determine in which conditions this material was mfg. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. The customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. However, current production was verified to identify any issue that can lead to the reported defect and no issues were found.